Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm - unknown timing. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-399a, mmt-1780kpk. Troubleshooting was not performed. The customer reported recurring insulin flow blocked alarms after troubleshooting and declines to troubleshoot. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-399a. Mmt-1780kpk was requested and customer response was the device will be returned. The customer will discontinue using the insulin pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and p-cap locks properly into the reservoir compartment. No delivery alarms were not noted during testing. Successfully downloaded history files and traces using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. Several no delivery alarms were found in the history files on 03/12/2024 and event date 03/13/2024 during bolus and rewind. On 03/12/2024, it recorded five no delivery alarms from 12:23:40 to 21:41:34. One on 03/13/2024 at 00:30:42 during bolus. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. During visual inspection under microscope dried insulin was noted on the motor slide and corroded home switch. Unit may have had an intermittent failure not detected during our testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails and serial number label missing. In conclusion, customer concern for no delivery alarm/occlusion alarm was not confirmed during testing. Exposed to moisture on motor slide and home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.